Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor's belt receptacle was loose from the case.  The cause for the failure was isolated to a broken pulse wire in the monitor's electrode belt cable receptacle. The root cause for the broken wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged monitor case.